Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of large solid masses is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm volbella with lidocaine and botox to the glabellar and upper lip. There was no immediate post injection lumpiness or any apparent complications. Patient later had an upper lid blepharoplasty and 1 week post surgery, the patient developed large solid masses in the glabellar and upper lip.